Event description:
It was reported during a primary total hip case, surgeon did all procedures with cup and surgeon came across issue when broaching. Final broach was seated. It was a 5.5 broach and seated at level of calcar. Accolade 5.5 stem was inserted. Final resting place, the stem was 1 cm higher than where broach sat. Surgeon had to re-broach 3 different times extracting stem out and after 20 mins of broach, stem seated where broach was.

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Add'l info pertaining to the device(s) referenced in this report was requested. If it becomes available, the eval summary will be submitted in a supplemental report.